Event description:
It was reported that the sheath split. While inserting an isleeve introducer sheath, the physician noticed on fluoro that the sheath had split. The sheath was removed and replaced with a new one. No patient complications were reported and the procedure was completed successfully.

Event description:
It was reported that the sheath split. While inserting an isleeve introducer sheath, the physician noticed on fluoro that the sheath had split. The sheath was removed and replaced with a new one. No patient complications were reported and the procedure was completed successfully. The returned product consisted of an isleeve sheath received with a dilator in the lumen. The sheath and tip were microscopically examined. One of the seams are starting to tear at the tip as expected with device use. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated. Based on all gathered information, no further actions are considered necessary. The complaint investigation conclusion code is: adverse event related to procedure.